Event description:
It was reported the procedure was to treat the mid left anterior descending (lad) coronary artery with 99% stenosis. The 2.75x15 mm nc trek balloon dilatation catheter (bdc) was not prepped (air aspiration) outside the anatomy before use. The device was inserted and the balloon was attempted to be inflated. However, it was observed the balloon would not inflate and the pressure would drop on the indeflator. Therefore, the device was removed and replaced. While outside the anatomy, the tech attempted to inflate the balloon. It was then observed blood and contrast was leaking out at the proximal end of the catheter. A non-abbott bdc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported leak and inflation issue were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. It was reported that the device was not prepared (air aspiration) outside the anatomy. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the violations of the IFU caused or contributed to the reported complaint. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.